Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section e1: initial reporter telephone number: (B)(6). Section h3-the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient pre-op uncorrected va(ucva) was 0.3 and bcva was 0.9. Patient had cataract surgery and odyssey iol was implanted in the left eye. At 1 week postop, va was 0.4. And the patient reported dissatisfaction and visual complaints. The iol was removed and exchanged for a tecnis monofocal iol. The surgery was completed on 19 jan and at the 1-day postoperative follow up, the left eye showed distance va 0.9. No further information available.